Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacement of six wash zone manifold kit valves (part number 7-77612-03) and three wz2 probes (list number 08c94-35). Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This issue was previously reported under MDR numbers 1415939-2016-00091 and 1415939-2016-00090 under different suspect devices.

Event description:
The customer observed falsely elevated imprecise ca19-9 results on the architect i2000sr analyzer. The following data was provided sid (B)(6): initial 49 u/ml, 66.8, 45.7, 54.9 u/ml. Additional patient: initial 16.3, repeat 6, 9, 6 u/ml. Sid (b)(6:) initial 46.3, repeat 6.3, 6.4 u/ml. On (B)(6) 2016 additional patient data was provided: sid (b)(6:) initial 197.6 u/ml, repeat 283 u/ml. There was no impact to patient management reported. Note: this issue was previously reported under MDR numbers 1415939-2016-00091 and 1415939-2016-00090 under different suspect devices..

Manufacturer narrative:
The conclusion code was corrected. The device evaluation was reassessed and concluded that a malfunction of the manifold kit valve and wz probe were identified, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.